Event description:
It was further reported that the patient was considering a prime battery. The appointment date for the consultation was unknown. It was further reported that the patient had her surgical consult on (B)(6) 2013 and it was decided that the patient was going to be implanted with a prime stimulator. The replacement date was not known. The patient was scheduled for replacement on (B)(6) 2013 to go to a prime advanced stimulator. Additional information about the outcome will be requested. If received, a follow up report will be sent.

Manufacturer narrative:
(B)(4). Device evaluation: analysis of the implantable neurostimulator found it was ¿functionally okay¿ with ¿insignificant anomalies.¿

Event description:
Follow up information reported that at the time of explant there were no noticeable malfunctions. The patient was implanted with a non-rechargeable model and was to be programmed at their post-operative visit. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had difficulty charging. The patient also felt shocks at the battery site, so the patient stopped using the device. The patient had not used the device since (B)(6) 2013, but was still feeling the shocks. An over discharge (od) occurred and a physician mode reset (pmr) effectively reset the device. A trickle charge was planned. The patient's status was alive/no injury/no adverse event. It was further reported that the trickle charge was not successful. The patient was to be seen by the physician the week of (B)(6) 2013 for further evaluation, including to consider battery replacement and movement to another site. Additional information was requested. If received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 37754, serial# (B)(4): product type recharger; product ID 37744, serial# (B)(4): product type programmer; patient product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2012: product type lead. (B)(4).

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.